Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a revascularization of myocardium - cardiac surgery- dissection of the mammary artery procedure, device forming cross staples which detached from the artery and caused bleeding. It was made a repair with suture to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # 1410fqga10183082. The analysis results confirmed that the lx107 device was returned non-functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.

Manufacturer narrative:
(B)(4). Additional information received. How much blood loss was there (mls)? It was not possible to measure. There was small amount of blood lost. Was a transfusion required? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.